Manufacturer narrative:
Failure analysis for fiber (B)(4): the metal cap is detached and not returned; the glass cap exhibits mild devitrification at the output window; the glass cap exhibits mild detritus buildup at the tip; the outer flow tubing exhibits abrasions at open end; the outer flow tubing open end appears folded inward near red stop sign. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 139,235 joules and 17:55 minutes of use during a prostate procedure, continued messages to clean the fiber at the extremity were received. The fiber tip / cap was cleaned during the procedure. The fiber was replaced and the procedure completed using a second surgical fiber. There was no patient injury reported.